Event description:
It was reported to boston scientific corporation in 2007 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure the same day (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon ruptured at 8 atms/15mm inside of the patient. The procedure was successfully completed with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complaint sample was returned for evaluation and a visual examination revealed that the balloon was returned without the stopcock and protective sleeve. Further examination revealed a longitudinal tear. The maximum inflation pressure for this balloon is 8 atm. The root cause of the complaint could not be determined definitively; however the most probable root cause is balloon leak due to contact with a sharp exterior source, such as a calcified lesion, or as a result of damage to the balloon during insertion through the scope.